Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that he is having "major pain" since 2 weeks ago near the ins site and the pain runs down the back of his thigh to the back of the knee. Pt stated he is not sure if one of the leads came loose? Pt verified he has not had any falls or traumas - pt described having shooting pain when he bends over down the back of his thigh. Pt stated he had a hip replacement and he thought that was the cause of the pain but healthcare provider (hcp) said the hip is fine. Pt is working with a neurosurgeon but they will not see pt until he has the ins checked by medtronic. Pt requested a rep to check the ins- patient services specialist (pss) is sending an fyi message to the local field rep.